Event description:
During a pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was selected for use. The atrial appendage was perforated by the non-bsc guidewire while searching for the left inferior pulmonary vein (lipv) which caused cardiac tamponade. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).